Manufacturer narrative:
G4: 11may2020. B4: 18aug2020. The philips field service engineer confirmed and duplicated the reported problem. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
The customer reported a ventilator in which the touchscreen stopped working. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.